Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On the morning of (B)(6) 2024 before going into class, the patient performed a fingerstick and the cgm was reading 109 mg/dl, and the blood glucose reading was 35 mg/dl. The patient did feel any symptoms at that moment and decided not to treat herself. Around 2-3:00pm, the patient started to have a seizure and fainted. Students who found the patient unconscious called the emergencies. The patient had regained consciousness when the paramedics arrived 10-15 minutes after. The patient was still sleepy at that moment and does not remember if a fingerstick was taken. The patient was brought to the hospital and when a fingerstick was taken, the blood glucose reading was been low. The patient was treated with intravenous glucose. The patient stayed at the emergency room for about 6-7 hours, and when the patient was discharged the blood glucose reading was 250 mg/dl, and the cgm reading was around 110-120 mg/dl. The patient had bruises on their knee due to the event, but at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage. The allegation was undetermined via product. The probable cause was unable to be determined via product. No additional patient or event information is available.